Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient's device was not working. Caller did not know what is meant by not working and did not have additional details. The event date was unknown. No symptoms were reported and no further complications were anticipated.